Event description:
It was reported "unable to move wire once inserted, once wire was removed it appeared to be frayed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial catheterization kit for analysis. Biological material was observed within the catheterization device. Visual analysis revealed that the guide wire was unraveled from the distal weld and the core wire was exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered and discolored at the point of separation. The distal weld was present and appeared full and spherical. No adhesive was observed within the catheterization device. During functional testing (see below), excess biological material was observed within the needle cannula and catheter. It was noted the distal tip of the catheter was damaged; however, this is likely due to the damage on the guide wire. No other defects or anomalies were observed. The outer diameter of the needle cannula measured 0.0281", which is within the specification limits of 0.0280"-0.0285" per needle cannula product drawing. Dimensional and functional analysis of the guide wire could not be performed due to the nature of the damage. Simulated use of the device was performed per the product instructions-for-use (IFU) statement: "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The black handle on the guide wire was attempted to advance through the track of the guide wire tube and was unable to due to the excess biological material within the device. The guide wire was unraveled from the distal end and lodged within the cannula. The guide wire could not be removed. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit instructs the user , "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function.". The IFU also states, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The guide wire was unraveled and lodged within the needle cannula. Excess biological material was observed within the entire catheterization device, likely contributing to the reported event. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. No resistance was experienced with the advancer tube and the guide wire handle. A device history record review additionally revealed no relevant findings. Therefore , based on the customer report and the sample received, unintentional use error (excess biological material) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.